Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found damage occurred to the catheter body and/or guidewire during the implant procedure. The main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: (B)(6) 2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving 500.0 mcg/ml gablofen at an unknown dose via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient did not benefit from the pump and would like the system removed. It was reported that the device was used with/in the patient. Treatment was the intended use of the device. No further complications were anticipated/reported.